Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2013 with the following findings:the keypad was peeling at the contrast button. The contrast button had an intermittent response. The ok, down, and up buttons responded properly. The keypad was removed and contamination was observed under the up, ok, and contrast button contact. A crack was observed along the battery compartment extending from the threads to the fingerpad. There was no moisture seen in the battery compartment. A leak test was performed and a battery compartment leak was observed. The pump case was opened and evidence of moisture throughout the pump case was observed. Further testing was prohibited due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were unresponsive.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.